Manufacturer narrative:
The trusculpt handpiece is being returned to cutera for further inspection and testing.

Event description:
The patient sustained a partial thickness burn on the abdomen. The device operator administered "pronox" inhalation anesthetic to facilitate the use of a higher temperature during treatment, aiming to "achieve maximum results". The instructions for use explicitly state, "do not use any anesthetic (including inhalation anesthetics) with trusculpt procedures. Patient feedback is necessary to determine optimal treatment levels and to help prevent adverse reactions."

Event description:
This is a follow-up to the initial emdr filed on december 13, 2024. As initially reported, the patient sustained a partial thickness burn on the abdomen. The device operator administered pro-nox inhalation anesthetic to facilitate the use of a higher temperature during treatment, aiming to "achieve maximum results". The instructions for use explicitly state, "do not use any anesthetic (including inhalation anesthetics) with trusculpt procedures. Patient feedback is necessary to determine optimal treatment levels and to help prevent adverse reactions." The handpiece was evaluated and meets performance specifications. The root cause of the incident was determined to be the clinic's decision to use an inhalation anesthetic (pro-nox). It is likely that the anesthetic allowed the patient to tolerate a higher level of pain, preventing them from reporting excessive pain during the procedure. As a result, the operator did not stop the treatment as instructed in the instructions for use, leading to a burn. An investigation report has been finalized and filed in cutera's complaints handling system.